Manufacturer narrative:
The customer adjusted the height of the monitors to the lowest position possible and ordered longer stylus pens for the staff. The alinity ci-series operations manual provides information regarding proper and safe operation and adjustments for the monitor. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that the height of the monitor on the alinity ci processing module is causing shoulder pain for some of the users as they are working at an elevated level. The customer stated that they switched from the architect to the alinity and four employees complained that the monitor/keyboard/mouse are higher on the alinity even at the lowest adjustable height. The customer submitted a report to occupational health and two users were evaluated for the shoulder pain. Both are receiving physiotherapy treatment. One of the two users had a previous shoulder injury, the other had no previous injuries. One additional user is awaiting their occupational health appointment. The occupational health report concluded that the height of the screen and repetitive nature were probably the cause of the shoulder injury in one staff member and a contributing factor in another.